Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted in (B)(6) 2025. During a routine follow-up in mar 2025, a clot was noted on the closure device. The patient was placed back on oral anticoagulation (oac) eliquis.